Event description:
The customer reported that a piece of the active waveguide fractured and disengaged from the device. The piece fell onto the operating floor. No part of the device fell into the patient cavity. There was no patient injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.